Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the rep said patient fell last night and patient is experiencing pain in the butt cheek and down the leg. Rep instructed patient to turn therapy off for 24 hours and if pain is stimulation related then patient is to leave therapy off. Patient was scheduled for entire system replacement on sept. 19th. Troubleshooting was not required. Therapy was effective up to now, thus patient would keep therapy on if possible per rep. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.